Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with an induced striae in the right eye (od). It was reported the patient had rubbed the operative eye and the striae was induced. The patient's chief complaint was of visual acuity was blurry. It was stated that the patient had no loss of best corrected visual acuity (bcva). A flap lift and rinse were performed. The patient reported the symptoms are not interfering with daily activities. Patient's symptoms resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op: 20/20, -2.25 x -4.25 x 11. Left eye pre-op: 20/20, -2.75 x -3.00 x 170. Bcva from (B)(6) 2018: right eye post-op: 20/25, .25 x -.75 x 80. Left eye post-op: 20/20, .00 x -.25 x 40.

Manufacturer narrative:
Device manufacture date corrected to 10/08/2007 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.